Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that the mesher had produced an incomplete mesh and the gears were skipping. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the mesher had produced incomplete mesh and gears were skipping. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2017 during processing of previously recovered donor skin. The event was not identified immediately upon opening the device and before first use and it did not occur during the first ever use of the product. The harvested graft was not usable and an additional graft did not need to be taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number 1506039 for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the gears couldn't feed the carrier and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the device had a damaged comb, roller, and roller gear. The pretest could not be performed due to the damaged parts. The 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) both produced passing sample grafts. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event ¿that the mesher had produced incomplete mesh and gears were skipping¿ was non-verifiable since during the initial inspection it was noted that the pretest could not be performed due to the damaged parts. During the initial inspection it was noted that the pretest could not be performed due to the damaged parts. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the device had a damaged comb.